Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
On 2015-08-27 a consumer reported that their first pump was replaced in 2012 because there was "something going wrong with it." The pump was used to deliver morphine at an unknown dose and concentration. The indication for use was noted to be non-malignant pain and joint pain/arthritis. No symptoms were reported. Further follow up was conducted to determine ifany trouble shooting was performed and what caused the pump issue. If additional information is reported a supplemental report will be sent.